Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, a malfunction alarm occurred. There was no reported adverse effect to the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, customer loaded a new cartridge, and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.